Event description:
Customer reported, an "explosion" on the freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Expiration date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no damage was observed. The sensor plug was not properly seated. There was no sign of explosion. The sensor was sent for further investigation and de-cased and no issue was observed on the printed circuit board assembly (pcba). No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor all pertinent information available to abbott diabetes care has been submitted. Were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, an "explosion" on the freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.